Event description:
It was reported that post an unrelated surgical procedure where device was not placed into surgery mode, the patient's ipg became unable to communicate with external devices. Additionally, the patient was experiencing discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was explanted, replaced, and relocated to a different pocket to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.